Manufacturer narrative:
The cartridge was not returned to animas for evaluation. The lot # of the cartridge was not identified or noted in the complaint. Retain investigation is impossible.

Event description:
The pt's mother reported that the pt's blood glucose levels were 350-400 mg/dl while the pt was using cartridges identified from the recall. The reporter was not able to provide the lot # of the recall. She denied vomiting but noted, the pt had ketones and nausea. She says, the pt's blood glucose levels have resolved when using cartridges that are not identified from the recall. The reporter stated that she could notice air bubbles and could smell insulin with the recalled cartridges.